Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v106106, implanted: (B)(6) 2008, product type: lead. Product ID 3487a-56, lot# v153177, implanted: (B)(6) 2008, product type: lead. Product ID 377675, lot# v010031, implanted: (B)(6) 2008, product type: lead. Product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37761, serial# (B)(4), product type: recharger, product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Device analysis of the desktop charger revealed broken connection pins on the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator recharger (insr) was not charging and the connector pin was broken. The patient tried to super glue but it did not work. This was noticed about a week and a half prior to the report and the recharger had not been recharged since. The patient stated the ins was dead and the patient was getting the empty ins icon. As a result the patient had not felt stimulation (no stimulation sensation) for five days for sure, and was in pain for the past week and a half. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information noted that the problem of the recharger was not charging had happened ¿about 2 weeks prior to the call¿. The patient stated that they had tried to fix the recharger themselves but was unsuccessful. There was no patient injury reported in the event. The indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.